Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (service code 204 (belt/monitor unusable), service code 107 (multiple abnormal shutdowns), adjust belt messages) was confirmed. As received, the electrode belt was unable to communicate with a monitor. Upon evaluation, the was severe contamination on the distribution node (dn) pca. The cause for the failure to communicate was the contamination on the dn pca. The root cause of the contamination is ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving service code 204 (belt/monitor unusable), service code 107 (multiple abnormal shutdowns), and adjust belt messages